Event description:
It was reported that the device was used during an laparoscopic cholecystectomy. The first two clips closed properly, but the next did not close completely. Another device was used to complete the case. There was no consequence to the patient.